Event description:
It was reported that this patient reported feeling not well before pacemaker programming changes, and feels symptomatic when using a cell phone or tablet. Technical services (ts) was consulted and explained possible electromagnetic interference (emi) interactions and recommended to inform clinician. This pacemaker remains in service. No adverse patient effects were reported.